Event description:
The patient's family member reported the patient had withdrawal symptoms and increased pain. Hcp confirmed symptoms were due to catheter break. Pump was also replaced. No further information was given by the hcp regarding further treatment or patient outcome.